Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged safety mechanism is inconclusive due to the state of the returned sample. One photograph of a powerglide pro was returned for evaluation. An initial visual observation of the photograph showed the device in a clear plastic bag. No damage to the device could be discerned from the returned photograph. The catheter and catheter carrier were not observed to be in the device or in the returned photograph. The safety mechanism was not observed in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the safety broke. No one was harmed. No other information was provided.

Event description:
It was reported by customer that the safety broke. No one was harmed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.